Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed properly and no unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was unable to load reservoir process. Customer¿s blood glucose was 254 mg/dl at the time of incident. The insulin pump will be returned for analysis.